Manufacturer narrative:
Further information was received indicating this event was a duplicate. The investigation findings will be reported in manufacturer reference number: 2916596-2021-02052.

Event description:
It was reported that patient was hospitalized with ventricular tachycardia (vt) / atrial fibrillation (afib) on (2021 and discharged on (B)(6) 2021 following medical management of vt inpatient. Physician was considering ablation. The international normalized ratio (inr) goal was 2.5-3. The site stated that vt was not a vad (ventricular assist device) related complication. There were no other device issues or complications. Additional information stated that no ablation was performed. Patient received medication management. The arrhythmia resolved. Patient was stable.